Event description:
Legal counsel for patient reported patient underwent left total knee arthroplasty on (B)(6) 2006. Patient's legal counsel reported patient allegations of pain, swelling, damage to surrounding tissue and bone, synovial fluid buildup, lack of mobility, and metallosis. There has been no reported revision to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-03988 / 03990).

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Corrected: the left arthroplasty had been incorrectly identified as a knee in the initial medwatch. This has been corrected to read ¿left total hip arthroplasty¿ in this report.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reported patient allegations of pain, swelling, damage to surrounding tissue and bone, synovial fluid buildup, lack of mobility, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised (B)(6) 2014 due to acetabular component loosening, metallosis, synovitis, elevated metal ion levels, and pain. Revision op report further notes the presence of synovitis with grayish-looking fluid typical of metallosis, a vertical and anteverted cup at about 75 degrees of abduction, and a medial wall defect. The head was removed and replaced. The cup was removed and replaced with a competitor product. The stem remains implanted.